Event description:
It was reported that this was an arteriotomy closure of a common femoral artery using a prostyle after a coronary procedure using a 6f sheath. Reportedly, after prostyle deployment, the device was difficult to remove from the vessel. The vessel was coming up while pulling the device out. No surgery was necessary and the suture was not caught in the suture bearing. The device was ultimately removed. It is unknown if the feet were completely closed. An unknown method was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Date of event estimated the device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
D4 and h4: the device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.